Event description:
It was reported to gems that the omega IV table top moved at maximum speed for about 50 cm in the longitudinal direction and then automatically stopped resulting in vibrations. The tech found two defective cables which were replaced. No pt was on the table and there were no injuries.